Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that fluid leakage was detected during catheter placement; the catheter was subsequently replaced and reinserted. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a groshong nxt clearvue catheter and proximal connector piece was returned for evaluation. An initial visual observation of the photograph showed the device outside of a patient. The catheter was tied in a knot, and the proximal connector was to the right of the catheter. No indication of a leak could be discerned on the catheter in the photograph. No obvious use residue was noted. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.